Manufacturer narrative:
Eval: we are in the process of trying to obtain further info for this event. With no sample or lot number, we are unable to determine if this event is due to an improper setup or by a mfg defect. The file has been logged for trending. A follow-up report will be submitted upon completion of this investigation.